Event description:
It was reported that during the procedure, the plate of the broach handle impactor broke off. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the returned product. Visual examination of the returned product identified a failed weld between the handle body and the strike plate. The strike plate is dinged on both sides. Impact marks are also present around the rear end of the handle near the strike plate. The distal mating features have been scuffed and rounded off. The shaft exhibits discoloration spots and scratching. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.